Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and seizure/hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and it advises ¿hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.¿ the omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
It was reported that the customer had a seizure and an ambulance was called. He was diagnosed with low blood glucose and treated with two doses of glucagon via IV. He was not taken the hospital. The pod was worn longer than 48 hours. After being treated, his blood glucose reached 316mg/dl but leveled out over the next two hours back to target range. The patient's blood glucose, carbohydrate, and insulin history is as follows: (B)(6). No records of low blood glucose levels due to it occuring overnight when no tests were being made.